Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was one episode of low right ventricular pacing impedance. It was noted that the patient was undergoing surgery at the time and it was suspected that surgical instruments may have been a factor. The lead impedance was within normal range the next day. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.